Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) noted lv-inh from crosstalk from atrial pacing. The left ventricular (lv) lead was reconfigured. It was later reported that the lv thresholds were higher at implant and post implant. An x-ray was performed and it appeared as though the lv lead may have microdislodged. There were no adverse patint effects.